Event description:
Analysis of the returned tablet and power supplies revealed no anomalies. The products performed according to functional specifications. Additional information was received that the physician's office tried different wall outlets to rule out a faulty wall outlet as the reason the tablet would not turn on. No additional relevant information has been received to date.

Event description:
It was reported that the physician's tablet would not hold a charge, even after being plugged into the wall outlet for about a week. The battery charging light was still amber and the tablet would shut down immediately once unplugged. The programming tablet, usb to db9 serial adapter, and two tablet power supplies have been received by the manufacturer for analysis. However, analysis has not been completed to date.

Manufacturer narrative:
.